Event description:
The adult manual resuscitator did not function correctly; the air was allegedly expelled out the "bottom" of the resuscitator. This problem was found prior to use and there was no pt involvement.